Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removing the gripper line it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and placed on the mitral valve. While attempting to deploy the clip, one of the gripper lines (gl) would not detach from the device. Troubleshooting was performed the gl broke just outside the lever. A hemostat was used to grasp the gl and troubleshooting was continued. The gl was able to detach from the clip and was successfully removed from the device. Mr reduced to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and without the device to analyze, a cause for the reported difficult to remove the gripper line resulting in a gripper line break could not be determined. The medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.